Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 our affiliate in (B)(4) received a phone call from a patient's (pt) family member was diagnosed with deep corneal staining (affected eye unknown) after more than thirty hours of wearing the 1-day acuvue trueye brand contact lens. The family member reported that the pt took out the suspect contact lens (cl) and went to bed. On (B)(6) 2015, the pt awakened with eye pain and could not open the eye. The pts family member reported that the pt went to a general clinic and was diagnosed with ¿inflammation which might be infected.¿ the pts family member reported that the pt returned twice to the clinic for follow-up, but does not know if the pt was prescribed any medication. The pts family member also reported that the pt consulted his/her eye care provider (ecp) at a later date (exact date was unknown) and the pt was diagnosed with ¿deep corneal staining.¿ the pts family member also reported that the pt had no problem with ¿visual acuity.¿ the family member also reported that the pt was advised that ¿a scar might remain.¿ on 01aug2016, additional information was received from the pts ecp as follows: date of visit: ¿on(B)(6) 2015, the pt was seen at the clinic complaining of pain os. The pt was diagnosed with bacterial corneal ulcer os. The ulcer was located at 2 o¿clock and the pupil was not affected. No cultures were performed. It is unknown whether the pt¿s va was affected. The pt was prescribed cravit 1.5% eye drops every hour, bestron 0.5% eye drops every hour, and tobracin 0.3% eye drops every hour. The pt was instructed to discontinue cl wear until no findings were found. The pt was instructed to return for follow-up on (B)(6) 2015.¿ date of visit: ¿on (B)(6) 2015, the pt returned to the clinic. The pt was diagnosed with bacterial corneal ulcer os. The ulcer remained unchanged. The treatments were continued. The pt was instructed to discontinue cl wear until no findings were found. The pt was instructed to return for follow-up on (B)(6) 2015.¿ date of visit: ¿on (B)(6) 2015, the pt did not return to the clinic. ¿the patient outcome is unknown. The ecp determined that this event was serious.¿ no additional medical information was received. No additional medical information is expected. The lot number is unknown and the product is not available for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.